Event description:
(B)(4). Initial report for this spontaneous case was reported by a physician via a company sales representative on (B)(6) 2007: a patient developed a small nodule/papule at the injection site of poly-l-lactic acid (sculptra). The physician requested treatment options but does not want to be contacted. No further relevant medical info was reported.

Manufacturer narrative:
Additional information for sculptra (lot #/ expiration date unknown) from product technical complaint report case ID (B)(4) dated (B)(6) 2007, received by (B)(6) on (B)(6) 2007: batch record review was without hint to root cause. Since no lot number is available, an investigation has been performed on the documentation of all potentially involved manufactured batches. The review of the device history report and of the analytical results of these batches did not show any anomaly that could be related to the event which occurred. The investigation results show that this kind of event is not batch related. No faults, defects, damages detectable. Conclusion: no faults detectable.